Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged the day after it was implanted. The dislodgment was confirmed with the lead measurements and fluoroscopy. The patient underwent a revision wherein the ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.